Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps) and spinal pain. It was reported that the implantable neurostimulator (ins) was overdischarged. The ins had been dead for 4 or 5 months. The rep was unable to interrogate with the clinician programmer. The patient was instructed to schedule an appointment in the near future for a device reset. The patient's device had never had to be reset before. A healthcare professional (hcp) later reported that the ins was still dead and unable to charge. The patient was waiting to have the device explanted. It was noted that the patient was also scheduled for a MRI of the lower leg. The patient had an MRI of the same location 6 months ago and confirmed at that time the patient was fully body eligible. No symptoms reported.